Manufacturer narrative:
The report event of lead revision was confirmed. As received, visual inspection showed the returned lead (a) found some kinks on the outer tubing and some the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced as patient had ineffective therapy & was unable to set ipg to MRI mode due to high impedances. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00437. It was reported that patient had auto-accident and needs mris often. Lead diagnostics were taken and showed high impedances on both leads. Surgical intervention may be undertaken to address this issue.